Event description:
I am submitting this report regarding long-standing silicone breast implants originally placed in 1984 for primary reconstruction, not cosmetic augmentation. (B)(6) medical records documented that I had silicone breast implants as early as 2007, when the implants were already approximately 23 years old. I was not educated about silent rupture risk or the need for ongoing implant-integrity surveillance. On (B)(6) 2019, a breast MRI (which was the very first MRI done to even show the implants and this was actually a breast cancer screening MRI not an implant integrity MRI) documented bilateral rupture-associated findings involving both silicone implants, including keyhole signs and subcapsular line signs. The report suggested intracapsular rupture, and also recommended consideration of a noncontrast MRI with implant-integrity protocol to better evaluate the implants. I was not informed of these rupture-related findings, and the recommended implant-integrity follow-up MRI was not completed. Over the following years, my medical record included multiple symptoms that overlap with the FDA's appendix a search terms relevant to systemic symptoms referred to as breast implant illness, including symptoms such as reflux/gerd, anxiety, depression, fatigue, inflammation/rash, insomnia/sleep issues, joint pain, gastrointestinal symptoms, memory issues/brain fog, thyroid/hormone issues, muscle pain, tingling/numbness, panic attacks, night sweats, urinary/renal concerns, weight changes, and ibs-type symptoms. I am not stating that the FDA appendix proves causation. I am reporting that these symptoms were present in my medical record while my aging silicone implants were not meaningfully monitored or evaluated for rupture-related complications. In 2023, I reported palpable right breast lumps and requested MRI evaluation because of the age of my implants and concern about implant integrity. Mammography was required first, and implant-integrity MRI was not promptly provided, because of my refusal to agree to the mammogram. The mammogram was being used as the gate-keeper to getting the actual MRI I requested and needed. I now understand that the lumps may very well be silicone. On (B)(6) 2026, a breast MRI with implant protocol confirmed bilateral silicone implant rupture. The right breast MRI finding documented rupture with extracapsular silicone surrounding the implant, indicating silicone outside the implant capsule/scar tissue. The left breast showed intracapsular rupture without extracapsular silicone identified. I have also developed a visible, very itchy red rash under the right breast, the same side where the MRI documents extracapsular silicone. This symptom has previously been brought to women's health attention and is now recurring/persistent. I am concerned that delayed recognition, delayed communication, and lack of recommended implant-integrity follow-up allowed the implant rupture issue to remain unaddressed for over 7 years, with progression by 2026 to confirmed bilateral rupture and right-sided extracapsular silicone. I am reporting this as a serious medical device problem involving silicone breast implant rupture, delayed recognition/follow-up, extracapsular silicone, and systemic/local symptoms. No provider at the (B)(6) has even spoken to me about the 2019 or the 2026 results but a plastic surgeon referral has been made recently. No contact yet. I'm still living with ruptured, leaking silicone implants. I cannot get a plastic surgeon to even have a consultation with me if I am not a breast cancer survivor. For the (B)(6) 2019 MRI: breast MRI was performed for breast/cancer evaluation, not as a dedicated noncontrast implant-integrity MRI. Report documented bilateral keyhole/subcapsular line signs associated with implant rupture and recommended consideration of noncontrast MRI with implant-integrity protocol. I was not informed and follow-up implant-integrity MRI was not completed. For the (B)(6) 2026 MRI: implant-protocol MRI confirmed bilateral silicone implant rupture. Right breast showed rupture with extracapsular silicone surrounding the implant. Left breast showed intracapsular rupture without extracapsular silicone identified. Referral for plastic surgery has been submitted and approved and sent to provider...to date no appointment has been made, not even a phone call from the plastic surgery office. Pt: 4477, 2328, 2361, 1849, 1932, 2033, 2517, 1994, 4491, 1958, 2607, 2415, 4503, 1924. Device: 2682. Ref: 5189498.